Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed, and the customer complaint of movement issues was confirmed. The mcs instrument had a broken grip cable at the distal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Intuitive surgical inc. (Isi) also followed up with the customer to confirm that the delay was caused by the lack of a monopolar curved scissors (mcs) instrument in their inventory. The instrument jaws were not stuck on tissue when the issue occurred. The jaws were also static and did not respond to the surgeon's movements. The procedure was in progress for two hours. The issue occurred during the dissection surgical task. The customer replaced the instrument to resolve the issue. No tissue or vessel was damaged during this event. There was no malfunction of an isi system, instrument, or accessory prior to the issue. In addition, the instrument accessory was inspected prior to use and there was no damage or anything out of the ordinary. A system log review confirmed a mid-procedure restart performed. The patient cart was undocked to put the patient table in horizontal position while waiting for the backup instrument. The customer did not contact technical support for troubleshooting and restarted the system after finding the backup instrument. The procedure was not converted, and the surgeon did not disable or discontinue use of arm due to issue. The patient did not experience any post-operative complications. There was no bleeding. No patient demographic information was available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors (mcs) did not move. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Is) contacted the site and obtained the following additional information regarding this event: the delay was 1 hour 30 minutes, and the total duration of the procedure was 5 hours 14 minutes. Additionally, there was not any intra or post operative complications due to this delay. According to the surgeon, this event did not have an impact on the procedure and patient¿s health. According to the surgeon there was no concerns about the procedure delay causing any long-term complications with the patient.